Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 1070876 / 7046375.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available.

Manufacturer narrative:
Product family: scs-adapters upn: m365sc9218150, model: sc-9218-15 , serial: (B)(6), batch: 1070876 / 7046375.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available. Additional information received that the spinal cord stimulation (scs) system was explanted due to needing the ability to get an (magnetic resonance imaging) MRI access. No additional adverse patient effects were reported. The explanted device will not be returned as it was disposed per facility policy.